Manufacturer narrative:
(B)(4). Date sent: 6/28/2023. D4: batch # 129c30. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by ¿the device misfired?¿ what is meant by ¿the device would not work?¿ investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with nozzle damage and no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. No conclusion could be reached as to what may have caused the nozzle to be damaged. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: prior to use, ensure the instrument is in the open position. Practice articulating the instrument noting the tactile cues and their differences. Note the device will only articulate if the jaws are open and the black partial close indicator is visible. Articulation is disabled when the device is fully closed, or when the black partial close indicator is not visible. The user may experience audible/haptic feedback during clamping and unclamping of the device. Verify that the jaws pivot in both directions. Once the jaws have reached the maximum angle of 55 degrees in either direction, if the articulation control button is pressed again, the instrument¿s motor will provide audible/haptic feedback. F. Ensure the jaws are fully open and press the home button (illustration 6) on either side of the device. The articulated anvil jaw and reload jaw should return to the home (straight) position. Turn the rotating knob clockwise or counterclockwise by pushing on the rotating knob fins (illustration 1-9) with the index finger using a downward or upward motion (illustration 12). The shaft will rotate freely in either direction when unclamped. Shaft rotation is disabled when the device is clamped. Close the jaws of the instrument by squeezing the closing trigger until it locks in place (illustration 5). An audible click indicates that the closing trigger and the jaws are locked. When the jaws of the instrument are closed, the red firing trigger lock and dark gray firing trigger are exposed. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number 129c30, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a gastric bypass procedure that the device ¿misfired¿ battery was removed and replaced several times, but the device would not work. Another like device was used to continue with the procedure. There were no adverse consequences for the patient. No further information was provided.